Event description:
It is reported by the sister of the customer that the customer died on (B)(6) 2014. It is reported that the cause of death was kidney failure. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.